Event description:
According to the plaintiff's complaint, the plaintiff was "exposed to asbestos while working at (B)(6) hospital from approximately (B)(6)1981 to (B)(6) 2000. Specifically, [the individual] worked as a pharmacist technician at (B)(6) hospital in (B)(6) during the years 1981-1990, and was exposed to asbestos during remediation projects. [The individual] also worked in a surgery unit at (B)(6) hospital in (B)(6) during the years 1990-1995 as a nurse, where [the individual] was exposed to asbestos tainted talcum powder and asbestos-containing gloves."

Manufacturer narrative:
According to the plaintiff's complaint, the plaintiff was "exposed to asbestos while working at (B)(6) hospital from approximately (B)(6) 1981 to (B)(6) 2000. Specifically, [the individual] worked as a pharmacist technician at (B)(6) hospital in (B)(6) during the years 1981-1990, and was exposed to asbestos during remediation projects. [The individual] also worked in a surgery unit at (B)(6) hospital in (B)(6) during the years 1990-1995 as a nurse, where [the individual] was exposed to asbestos tainted talcum powder and asbestos-containing gloves." Plaintiff testified during a deposition that she used talcum powder on patients that was supplied by medline. Per a witness deposition, the witness reported that powdered sterile surgical gloves were used in the "surgical ICU and the burn unit" that were manufactured by "medline,' which the witness alleged were manufactured with talc. The plaintiff alleges she was "diagnosed with mesothelioma, epithelioid type, on or about (B)(6) 2022." Per the plaintiff's pathology report, plaintiff had a "right chest wall mass" biopsy which showed a diagnosis of "malignant mesothelioma, epithelioid type, grade 1." The customer passed away on (B)(6) 2022. It has been determined that the reported event may have caused or contributed to death. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.